Event description:
On (B)(6) 2007, the pt was implanted with two gore excluder aaa endoprosthesis to repair an abdominal aortic aneurysm. The pt had follow-ups until early 2010 with no complications. On (B)(6) 2011, the pt presented with a lower back pain and a computed tomography angiography revealed a contained rupture. On (B)(6) 2012, the pt underwent a reintervention where pre angiography revealed a proximal type I endoleak. The proximal end of the trunk-ipsilateral leg component was ballooned and the endoleak resolved. The contralateral leg component appeared low in the gate; therefore, two contralateral leg components were implanted to bridge the two previously implanted devices. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Additional device: (B)(4).